Event description:
It was reported by service report that the bed was stuck at the highest position, and was unable to be lowered. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board caused the bed to be stuck at the highest height position.